Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by tightening the top connection fitting on the reagent probe to resolve the issue, no further leaks or instrument errors were observed. (B)(4).

Event description:
The customer reported a cartridge chemistry reagent probe leak on a unicel® dxc 660i synchron® access® clinical system and the system generated a "cuvette not dry before reagent inject" error. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.